Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent row 11 was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and slight damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive for being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 24-oct-2017. It was reported that crossing and advancing difficulties were encountered. Vascular access was obtained via the radial artery. The 80% stenosed, 25x3.5mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery. After a jr 3.5 guide catheter was engaged and a pt2 ls guidewire crossed the lesion, pre-dilation was performed with a 3.5x20mm balloon catheter. Residual stenosis was 30%. A 3.50x28mm promus element¿ drug-eluting stent was advanced, however difficulties were encountered and device failed to cross the lesion despite multiple attempts were made. The procedure was completed with a 3.5x25 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.